Event description:
It was reported a leak occurred. A left atrial appendage (laa) closure procedure was performed and a 24mm watchman flx pro closure device was implanted after meeting release criteria and no leak was noted. At a routine follow up visit, transesophageal echocardiogram (tee) imaging revealed there may be a leak from the closure device. The physicians ordered a computed tomography angiogram (cta) imaging test and the closure device appears to have shifted from its originally implanted position, looks partially outside the laa, and there is a leak of an unknown size. No further information was provided.

Manufacturer narrative:
B3: bsc aware date used as event date, as it is unknown. Media from the clinical procedure was provided to bsc and reviewed by members of the bsc training team, medical safety, physician training, and clinical specialists. The media review report concluded: insufficient imaging to determine conclusion as all images were pre-release.

Manufacturer narrative:
B3: bsc aware date used as event date, as it is unknown.

Event description:
It was reported a leak occurred. A left atrial appendage (laa) closure procedure was performed and a 24mm watchman flx pro closure device was implanted after meeting release criteria and no leak was noted. At a routine follow up visit, transesophageal echocardiogram (tee) imaging revealed there may be a leak from the closure device. The physicians ordered a computed tomography angiogram (cta) imaging test and the closure device appears to have shifted from its originally implanted position, looks partially outside the laa, and there is a leak of an unknown size. No further information was provided.